Manufacturer narrative:
Our experts performed a visual inspection and a functional controle. During the connection from the catheter to the monitor, the monitor displays a consistent pressure and temperature and the catheter seems to be reactive. Visual inspection of the functional part of the screw shows no abnormalities. The dimensional analysis confirms that the thread is within the theoretical specifications. After cleaning, a fixing test was carried out on a resin block, which shows that the bolt holds properly. Therefore, the catheter complies with our specifications and the bolt does not have dimensional anomalies that may explain the problem observed during use. As a result, the catheter is conform to its specification and the cause could not be confirmed. However, the use of this device must be taken with a special care when trepanning to ensure optimal bolt attachment.

Event description:
A part of the metal shaft of the icp device is visible (outside the bandage), and the assembly is slightly crooked. After checking, it appears that the bolt is very mobile, and no longer appears to be attached to the patient's skull, then the pressure curve on the monitor is lost. Explantation of the device.